Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found that were relevant to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This information does not change previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00875101028 liner neutral 28 mm i.d. 61355671; 00801802803 femoral head sterile 60926663; 00811400110 femoral stem 12/14 neck taper ext. Offset size 1 130 mm stem length 61795001; 66017569 palacos cement 75074310; 963203000 canal plug d12081518. (B)(4).

Event description:
Patient underwent left hip revision procedure 5 days post-implantation due to malalignment socket. No additional information provided.